Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted/performed. The investigations have shown that the screw is indeed completely broken off (on the last thread). It is clearly visible that the last threaded turn is completely deformed/damaged. This lead us believe that simply far too much mechanical force well beyond its calculated design during insertion resulted in the breakage of the screw (possibly insufficient drilling of the bone). The screw was manufactured in july 2012. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that broken and damaged screws during surgery. Screw got broken during terminal tightening from proximal shaft of the screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgical delay of 10 minutes was reported due to the complained event.